Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving her inaccurate erratic readings. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that at an unspecified date and time, she obtained the message of "hi and retested and obtained the result of 90mg/dl." It is not known if the patient takes any medication to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the reported issue. The patient claimed that at an unspecified date and time, she developed symptoms of "diabetic ketoacidosis (dka)" and was "hospitalized" due to this. The cca was unable to troubleshoot the products, therefore, the reported issue remains unresolved. Replacement products have been sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hyperglycemia and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis on february 3, 2012 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. The meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. The 510(k) # is k061118.